Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricle (rv) lead exhibited over-sensing noise. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition and was discharged on the same day.